Event description:
On (B)(6) 2010, the pt was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. (B)(6) 2013, computed tomography (CT) revealed a proximal type I endoleak, and a possible distal type I endoleak in the right common iliac artery. Aneurysmal enlargement was reported (amount unk). On (B)(6) 2013, an angiogram revealed two type ii endoleaks; one originating from a lumbar artery and the other from the right hypogastric iliac branch. No type I endoleak was detected. On the same day, the physician decided to extend the right common iliac limb down to the level of the hypogastric artery with a contralateral leg component. The entire graft system was ballooned to ensure adequate seal. A final angiographic run ruled out a type I endoleak; however, the two type ii endoleaks remained. The pt tolerated the procedure. The physician will take a wait-and-watch approach in regard to the type ii endoleaks.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.